Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as 17 pairing attempts were performed between (B)(6) 2023 and (B)(6) 2023, and were all unsuccessful. - however, the root-cause of the observed issue could not be determined. - this case is recorded for trending purposes.

Event description:
Reportedly, the patient implanted with a borea pacemaker indicated on (B)(6) 2023 several failed pairing attempts since (B)(6) 2023, as the smartview connect keeps restarting and asking for the serial number. A reset was performed but the issue remained as of (B)(6) 2023.

Event description:
Reportedly, the patient implanted with a borea pacemaker indicated on (B)(6) 2023 several failed pairing attempts since (B)(6) 2023, as the smartview connect keeps restarting and asking for the serial number. A reset was performed but the issue remained as of (B)(6) 2023.